Manufacturer narrative:
Device was received with battery tube threads cracked, case cracked at the corner of belt the clip rails and a critical pump error (open book image) due to moisture damage on the electronic assembly. Unable to perform the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and the displacement test due to critical pump error.

Manufacturer narrative:
Insulin pump was received with battery tube threads cracked, case cracked at the corner of belt the clip rails and a critical pump error due to moisture damage on the electronic assembly. Unable to perform the self test, sleep current measurement, active current measurement, rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test and the displacement test due to blank display.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had a broken force sensor was detected during seating or regular delivery as well as critical pump error image on the screen. Customer's blood glucose value was 187 mg/dl. The customer was assisted with troubleshooting. The customer stated that they received low reservoir alarm. The customer stated that they take the battery out and water inside the battery compartment. Customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be return for analysis.